Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran low. The blood glucose reading was 42 mg/dl. The customer treated with food and at the time of this report, the blood glucose reading was brought up to 121 mg/dl. The drive support cap appeared normal. The reservoir showed the same amount of insulin as was shown on the status screen. The customer was advised to monitor the insulin pump and blood glucose and to call back if the issue persisted. The insulin pump was not replaced or returned.